Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 5mm proximal to the proximal edge of the distal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-sep-2017. It was reported that balloon leak occurred. The target lesion was located in the atrioventricular shunt. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilation. When the balloon was inflated below nominal pressure, the balloon was found leaking. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole. This product is only ous approved but it is similar to an approved us device.